Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The returned devices were visually examined, and the following was observed: valve stuck in sheath shaft at 12cm from strain relief. One (1) frame strut bent outwards at the inflow side. Valve was removed by engineering and deployed successfully during pre-deco process. Bent strut corrected on expanded valve. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint of valve frame damage was confirmed based on the evaluation of the returned device. In this case, the available information suggests that patient condition (tortuosity) and/or procedural factors (device manipulation) likely contributed to the event and subsequent vascular dissection as the reported information indicated that the patient presented ''moderate'' tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, high push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated d4, g8, and h10. The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a sapien 3 ultra valve, in the aortic position by right transfemoral approach. During the advancement of the delivery system through esheath, one strut of the valve was bent. The valve got stuck and the shaft of the esheath was damaged, leading the valve being exposed to the vessel. All the devices were removed from the patient, a vascular dissection occurred and a stent was placed. A non-edwards valve was used and the patient was noted to be stable after the procedure.